Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed three openings on anterior assessed as surgical damage, observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: ¿ red particles observed on the device.

Event description:
Healthcare professional reported right side implant rupture. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture. Device remains implanted.

Event description:
Healthcare professional reported, right side implant rupture. Device has been explanted and replaced.